Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 48-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain.') In a 48-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included heavy menstrual bleeding, cramp in lower abdomen, dyspareunia, hypertension, pelvic adhesions, abnormal uterine bleeding, chronic cervicitis, nabothian cyst, adenomyosis, grand multiparity, obesity and endometriosis. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral,salpingectomy, uterosacral ligament plication,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2011 and essure removal date as per mr is (B)(6) 2016. Right: 7 coils seen extending into the uterine cavity. Left: approximately 7 to 8 coils were seen in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: satisfactory placement of each tubal uterine junction. Satisfactory occlusion of each fallopian tube.. Ultrasound pelvis - on (B)(6) 2014: the essure device on the right appears to be in proper position. On the left however, the essure device appears to have migrated. It may be in the ampullary or isthmic portion of the tube. It does not appear to be in the interstitial portion as the right is. Both ovaries are normal in appearance. There is a dominant follicle in the left ovary; on (B)(6) 2015: the essure device is seen in the right tube, however, the device on the left is not seen. There is a bright hyperechoic structure in the middle of the endometrial cavity its exact nature is unclear. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:chronic pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain.') In a 48-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included heavy menstrual bleeding, cramp in lower abdomen, dyspareunia, hypertension, pelvic adhesions, abnormal uterine bleeding, chronic cervicitis, nabothian cyst, adenomyosis, grand multiparity, obesity and endometriosis. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 2 months after insertion of essure. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy, bilateral,salpingectomy, uterosacral ligament plication,). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2011 and essure removal date as per mr is (B)(6) 2016. Right: 7 coils seen extending into the uterine cavity. Left: approximately 7 to 8 coils were seen in endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: satisfactory placement of each tubal uterine junction. Satisfactory occlusion of each fallopian tube.. Ultrasound pelvis - on (B)(6) 2014: the essure device on the right appears to be in proper position. On the left however, the essure device appears to have migrated. It may be in the ampullary or isthmic portion of the tube. It does not appear to be in the interstitial portion as the right is. Both ovaries are normal in appearance. There is a dominant follicle in the left ovary; on (B)(6) 2015: the essure device is seen in the right tube, however, the device on the left is not seen. There is a bright hyperechoic structure in the middle of the endometrial cavity its exact nature is unclear. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event essure removal replaced with chronic pelvic pain." Reporter, medical history, historical drug, lab test and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.